Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer manually delivered 14 units of insulin on accident and the pump registered a low blood glucose (bg) reading; value was unknown. Contact administered glucagon and juice to treat bg which elevated bg to 140 mg/dl. Recommendation was made to consult with healthcare provider regarding diabetes management.